Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-123 / batch 74c1801766 that can be related to the failure mode reported in the customer complaint. Note: an nc was issued for another condition that is not related to the failure mode reported. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
While doing an lavh this morning, one of the needles came completely off the suture. As small as this needle is, the surgeon was unable to find the needle. The area was copiously irrigated and he could not feel anything sharp in the area. The surgeon feels this is a manufacturers defect. No known impact or consequence to patient.